Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) units battery is not holding a charge. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) units battery is not holding a charge. There was patient involvement.

Manufacturer narrative:
The fse that encountered the issue troubleshot the unit. Fse replaced batteries as they were due for replacement during nov pm. Unit is charging batteries. Safety and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.